Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a nurse fell and broke her elbow secondary to a screw on the floor. An image of the screw was evaluated by an engineer, who believed it to be a part from the cart where the carto system is stored. Follow-up information has been requested. Upon receipt of the information, the case will be re-evaluated and a supplemental report will be submitted. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4) it was reported that a nurse fell and broke her elbow secondary to a screw on the floor. The detached plastic screw from the carto door locker indirectly contributed to the event. The door locker does not impact the carto system¿s functionality, safety or performance. No complaints related to the cart door locker have been reported since the carto system was released to the market. Also, the manufacturer reported they have not received any complaints related to the locker. A device history record (DHR) review was performed by the manufacturer, and no anomalies were noted in the manufacturing or servicing of this equipment.